Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted and advanced into the left ventricle (lv). However, while in the lv, difficulties visualizing the clip occurred and the clip became stuck on the posterior mitral leaflet (pml) commissure. Troubleshooting was performed, and the clip was successfully removed from the pml commissure. The procedure was continued, but it was observed that the grippers were not functioning as intended. Therefore, the clip was removed and replaced. One clip was deployed, reducing the mr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip caught on leaflet was likely due to a combination of user technique and the reported difficult imaging. The cause of the reported difficult imaging and gripper actuation issue were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.